Manufacturer narrative:
Investigation: needle exposed due to broken connector. Customer explains that the ¿connector broke off from the y-site tubing. When the piece broke off the needle was still engaged and exposed¿. It is normal that the needle is exposed due to: the connector broke off and it lost its normal structure. The part of the connector which protects the needle was lost. The injector was still activated. If the connector was deactivated the needle would be kept inside the safety sleeve. The defect was reproduced using a solely connector (not the total y-site connector (B)(4)). Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according (B)(4) current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to (B)(4) current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Conclusion no qn¿s or other events which may be related with the needle exposure has been found during DHR revision. The defect has been caused by a bad handling of the devices during the disconnection. It is recommended to follow the instructions explained in the IFU to assure the properly handling of phasal. Based on information above and the frequency of the defect (according to (B)(4)), it was determined that no CAPA is required.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 07/24/2017 via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that when the bd phaseal¿ injector luer lock n35 was removed the needle disengaged from the ejector piece causing the needle to be exposed. No injury or medical intervention.